Event description:
Procedure type: lap nissen. According to the reporter: the device would work for one suture but when reloaded it would not work properly. A new device ended up being opened for each reload. The same problem happened for each device. Kept trying to reload the device, it wouldn't work so we would open a new one. No bleeding reported. The case was delayed more than 30 minutes.

Manufacturer narrative:
(B)(4).